Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: during procedure, the plastic part of the shaft tip melted. Another used to continue the procedure. No patient harm. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).